Event description:
During routine hip replacement, femoral canal was broached using size 11 broach; however, when size 11 stem was implanted, it became stuck before optimal seating was achieved. Took one hour to removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.